Event description:
A user facility returned the olympus asset device, video system center, to the olympus service center. Upon inspection and testing of the returned device, the fan was found to be noisy. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of the fan motor not working found during evaluation.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection testing of the returned device, the noisy fan was found to be attributed to the fan blades rubbing on the inner wall of the unit. In addition, several scratches were discovered on the top cover but did not effect the overall functionality. The loaner device will not be returned to the customer. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the fan on the motor had failed. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for this issue. However, it is probable that the fan motor failed from long term use/wear. It has been over nine years since the device was manufactured. Olympus will continue to monitor field performance for this device.